Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and passed. Functional test was performed and passed. A manual sound test was performed and passed. The allegation was not confirmed due to the receiver passing all audio hardware tests. The probable cause could not be determined. No injury or medical intervention was reported.